Event description:
The patient presented with dyspnea and tee revealed elevated gradient and paravalvular leakage. The valve was explanted and replaced by a valved conduit from another manufacturer following an aortic root enlargement. One leaflet was noted to be detached from the stent at explant. The patient was reported to be in critical condition with right-sided heart failure.